Event description:
When the needle was inserted through the medication input port, it appears that part of the inner membrane (plastic bull's eye) broke off into the intravia container. Is the product compounded: no. Is the product over-the-counter: no.